Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead stylet was difficult to remove form the left ventricle (lv) lead. The lv lead was not used. The physician continued with the second lv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿stylet didn¿t move easily, and the scrub tech pulled harder pulling out the pin of the lv lead¿ was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.